Event description:
Alert: rv unipolar lead impedance warning on (B)(6) 2023. Measured 190 ohms. Currently programmed bipolar polarity. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).